Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-02151 / 02152). One k-wire was reported to have fractured. Two different part/lot combinations of k-wire were used during the procedure. It is unknown which was involved in the event. Product location unknown.

Event description:
During a procedure, the tip of a k-wire fractured off. The surgeon was unable to remove the fractured piece from the patient after multiple attempts. The fractured piece remains in the patient.